Manufacturer narrative:
The patient was scheduled for follow-up and reprogramming. Records indicate this system remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead oversensed atrial fibrillation (af) on the rate/sense channel which resulted in pacing inhibition. Boston scientific technical services (ts) recommended reprogramming the sensitivity on the rate/sense channel to mitigate the oversensing. No adverse patient effects were reported.